Event description:
It was reported that a spectrum wireless battery had possible fluid intrusion. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the reported fluid intrusion. The eval found corrosion on the wireless module flex and radio printed circuit board, as a result of fluid intrusion, causing the components to fail. The failed components rendered the device irreparable and the device was removed from svc.